Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The rv lead exhibited variable thresholds, oversensing, and noise. An x-ray was performed that showed possible micro-dislodgement. As the patient was going on holiday, the defibrillator was turned off and the sensitivity was reduced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a rv bipolar lead impedance warning for high pacing impedance. The patient was brought into the clinic for further testing and investigation. Lead testing in the clinic showed normal values, but some electrograms were not consistent, beat to beat. Long term trends showed variations in impedances which appeared to be worsening, along with variable rv threshold and sensing integrity counter (sic) count. The patient was later admitted for investigation of a possible lead connection problem. Fluoroscopic images showed the rv lead pin was possibly not completely positioned within the header. The physician opened the pocket and inspected the header. When the rv lead was pulled on, the lead came out of the header. The lead pin was repositioned into the header and inspected to ensure complete engagement. The final lead testing results were normal. The rv lead remains in use.